Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc)/ idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro, and the patient experienced a perforation of the left atrium (la) with the qdot close to the aortic valve. Device investigation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc)/ idiopathic ventricular tachycardia (idvt) ablation procedure with a qdot micro, and the patient experienced a perforation of the left atrium (la) with the qdot close to the aortic valve. The patient required extended hospitalization because of cardiovascular (cv) surgery and patched a hole in the heart. It was reported that after a pvc/idvt case, a pericardial effusion (pe) was noticed. After the procedure, after all the catheters had already been removed from the body, anesthesia noticed there was a drop in blood pressure on the patient. Since all the catheters had been removed, the physician used an access probe to check the chest for a pericardial effusion. The pericardial effusion was confirmed by access probe. The medical intervention provided was pericardiocentesis and fluid was still draining from the patient at the time of the call. The patient was reported to be in an unknown condition. At the time of the call, it was unsure if the patient was stable or if they may need to be sent into surgery. The physician thinks the coronary sinus (cs) catheter (decanav ep catheter, f curve) was inserted too far into the cs and potentially was pushed too far and perforated. When the cs was pulled out, it would have created a hole which caused the pericardial effusion. The cs catheter was reprocessed by sterilmed. Other devices used were ngen generator, carto 3 system, and qdot catheter additional information received indicated that the outcome of the adverse event was that the patient fully recovered. The patient required extended hospitalization because of cv surgery and patched a hole in the heart. The procedural activated clotting time (act) was above 300; however, not exactly sure. About two or three catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure with baylis versacross (catalog unsure). Prior to noting the pe, ablation was performed. There was no evidence of steam pop. The event occurred during ablation phase (after ablation). The flow setting was 15ml while ablating. The patient required cardiac surgery in the posterior basal of the left ventricle (lv). The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. There was no error message observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, vector, and visitag. The visitag module parameters for stability used range, time, fot, and tag size. There was no additional filter used with the visitag. The color option used prospectively was other. The physician¿s opinion on the cause of this adverse event was the perforation of the left atrium (la) with the qdot close to the aortic valve. The cv surgeon corrected the electrophysiologist in saying it was where they ablated. Therefore, it was the qdot catheter, and not the decanav, as previously thought. The outcome of the adverse event was improved after they opened her up and closed the hole. The patient required extended hospitalization because the patient had to have another heart surgery. The next surgery was delayed because they thought she was okay. The procedure was successfully completed. No transseptal puncture was performed. The event occurred post procedure check.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).